Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and verified the customer reported condition. The service engineer replaced the graphic central processing unit printed circuit board. The hardware was updated on the backlight inverter printed circuit boards. The ventilator passed self-testing.

Event description:
The customer reported that an 840 ventilator's display went blank and became inoperable. The ventilator was not on a patient at the time of the event.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.